Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the day of peritonitis diagnosis, the patient was hospitalized for the event and was discharged after 9 days. The patient was treated with ceftazidime injection (1gm, stat, intraperitoneal, discontinued), vancomycin injection (1gm, stat, at bedtime, intraperitoneal, discontinued), pipperacillin+ tazobactam (4.25gm, stat, intraperitoneal, discontinued). And again treated with ceftazidime injection (500mg, three times a day, intraperitoneal, ongoing) and pipperacillin + tazobactam (2.25gm, unknown, intraperitoneal, ongoing) for peritonitis. The patient was recovered from the peritonitis 5 days after diagnosis. Pd therapy is ongoing. It was reported retraining for break in aseptic technique was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.